Event description:
It was reported that the iab could not be advanced. There were no reported pt complications. No further details were available.

Manufacturer narrative:
F/u report will be filed when eval is complete.